Event description:
Customer reported to beckman coulter, inc (bec) that approximately 500 ml of fluid leaked from the right side of the synchron lxi 725 clinical system (lxi 725) and onto the floor. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed both cartridge chemistries (cc) mixer wash stations were overflowing into the bottom of the hydro assembly. The fse found the overflowing was due to an occluded gravity canister port. The fse observed white substance of unknown material. The fse cleaned the port and decontaminated the gravity canister with bleach. The lxi 725 system drained well and no overflowing was observed after the repairs. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).